Event description:
It was reported on (B)(6) 2011, that the pt experienced soreness at the lead site. There was no infection present. The stimulation was working well. It was reported on (B)(6) 2011, that the pt had no concerns with the device or therapy. The device worked "fine." The pt did experience "normal soreness" on the right side. It was reported on (B)(6) 2011, that the pt experienced pain in the back, at the location of the lead/extension connection. The pt notified the physician of the pain symptoms, and was to meet with the physician on (B)(6) 2011. It was later reported that the pt experienced a shocking or jolting sensation, a "stabbing pain," at the location of the right lead. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).